Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual inspection was performed and revealed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Microscopic inspection of the device was performed and revealed that the main coil was detached, bent and stretched. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 22oct2025. It was reported that the coil could not be advanced from the catheter. A 15mm x 40cm interlock .035 was selected for embolization of aneurysm. During the procedure, the coil could not be pushed out of the non-boston scientific catheter despite multiple attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached interlocking arm.